Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err224. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed cracks on the housing. The device will boot and charge. Share log review found screen and firmware error the complaint is confirmed because of the observation of the firmware errors. The reported event of an error icon display was confirmed. A root cause could not be determined.